Event description:
The patient was revised as the doctor felt the implant may be loose after the patient fell. However, when the doctor evaluated the stem during surgery, he determined that the stem was well fixed. Poly wear was found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. A depuy (B)(4) supplier reviewed the device history records and found the products conformed to the required specifications and found no manufacturing deviations or anomalies. Provided information states the patient fell and the surgeon felt the implant may be loose; however, when he evaluated it he determined the stem was well fixed and changed the metaglene and poly liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.